Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed a 4.5 fr microintroducer with a split on the distal tip of the ptfe peel-apart sheath. The sheath was deformed near the split and was observed to bend slightly outward. Blood and other use residues were observed on the sample in the returned photograph. No further details of the damage could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
T was reported that when the product was first delivered with the sheath after opening the packaging, the puncture bridge failed to penetrate the patient's skin and blood vessel. Indentations were observed on the puncture sheath, preventing successful catheter placement. A new product was subsequently replaced.